Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the handle shows signs of usage but is in perfect working condition (manufactured may 2011). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a revision surgery of the hardware implanted for a tibia fracture case the surgeon was unable to loosen the two locking screws with the screwdriver as it was reported to be worn out. The surgeon attempted to use an extraction screw and the head broke off into the patient, the broken part was retrieved from the patient. The surgeon then used the carbide drill and was able to extract the plate and complete the surgery. It was reported that the surgery was extended 120 minutes. The 2 locking screws were left in the bone. It is also not known if the revision involved synthes product. This is report 3 of 4 for (B)(4).